Event description:
The ge oec 9800 fluoroscopy system would lock-up during use and require a reboot to restore function.

Manufacturer narrative:
A ge oec service representative investigated the issue and found communication was lost on the x-ray controller pcb and also loss of video. Additionally, the iris potentiometer error was displayed. The x-ray controller and video controller pcbs were replaced. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.